Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received the battery out limit alarm. The customer stated that they were using the recommended aaa (B)(4) alkaline battery. The customer stated that they do not set rewinds daily. The customer stated that even with a new battery cap, the issue persisted. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.